Event description:
It was reported that syringe solomed 5ml ll w/shld sla was damaged and leaked on 10 occasions during use. The following information was provided by the initial reporter: customer informs that when applying the medication to the patient, the syringe leaked the medicine, two defective solomed syringes where both leaked and the medicine ran through the nurse's hand that manipulated at the moment. To be more specific, the syringe bursts from the inside and therefore leaks. In february, she had a similar case where she found a syringe that blew, but would no longer have the list of that batch. Additional information: the customer reports that 10 units was affected. There was no contact of the drug in the skin because the professional was using gloves. The drugs used was: clopixol depot, amplictil and fenergan. The customer did not request replacement of the product.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and occurrence potentially related to the occurrence was observed. Evaluating the complaint description and image provided by the customer it was possible to confirm premature plunger activation. It was not possible to observe evidence of leakage, not being possible confirm this incident. The potential cause for the occurrence related to premature plunger activation, is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger causing the activation force low. Also, is necessary to check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage. H3 other text : see h.10.

Event description:
It was reported that syringe solomed 5ml ll w/shld sla was damaged and leaked on 10 occasions during use. The following information was provided by the initial reporter: customer informs that when applying the medication to the patient, the syringe leaked the medicine, two defective solomed syringes where both leaked and the medicine ran through the nurse's hand that manipulated at the moment. To be more specific, the syringe bursts from the inside and therefore leaks. In february, she had a similar case where she found a syringe that blew, but would no longer have the list of that batch. Additional information: the customer reports that 10 units was affected. There was no contact of the drug in the skin because the professional was using gloves. The drugs used was: clopixol depot, amplictil and fenergan. The customer did not request replacement of the product.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that syringe solomed 5ml ll w/shld sla was damaged and leaked on 10 occasions during use. The following information was provided by the initial reporter: customer informs that when applying the medication to the patient, the syringe leaked the medicine, two defective solomed syringes where both leaked and the medicine ran through the nurse's hand that manipulated at the moment. To be more specific, the syringe bursts from the inside and therefore leaks. In february, she had a similar case where she found a syringe that blew, but would no longer have the list of that batch. Additional information: the customer reports that 10 units was affected. There was no contact of the drug in the skin because the professional was using gloves. The drugs used was: clopixol depot, amplictil and fenergan. The customer did not request replacement of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe solomed 5ml ll w/shld sla was damaged and leaked during use. The following information was provided by the initial reporter: customer informs that when applying the medication to the patient, the syringe leaked the medicine, two defective solomed syringes where both leaked and the medicine ran through the nurse's hand that manipulated at the moment. To be more specific, the syringe bursts from the inside and therefore leaks. In february, she had a similar case where she found a syringe that blew, but would no longer have the list of that batch.